Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Pt information and further information surrounding the event has been sought. The exchanged part has been requested back for investigation. A supplemental medwatch will be submitted when the investigation has been completed. (B)(4).

Manufacturer narrative:
The o2 knob was not returned for investigation. The event log for the reported day of the event had been overwritten. The technical log doesn't contain any technical error codes. There are successful pre-use checks prior to the notification date and after. There is nothing in the logs to indicate a ventilator malfunction. Per design, the described problem will not lead to alarms or be detected during pre-use checks. The ventilator has a double command for changing the o2 concentration. It can be changed either by the o2 direct access knob or on the screen and confirmed with the main rotary knob. Although fault of the knob has not been confirmed by our investigation, there was a possibility of changing to the desired o2 concentration by using the screen and the main rotary knob. No information was given, as to why this possibility was not used. The reported desaturation could have depended on the non-changing to the desired o2 concentration, but the available option to change the o2 concentration was not utilized. The desaturation can therefore not entirely be attributed to the reported malfunction.